Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information: nothing unusual was noticed during or immediately post procedure. The patient was alert and able to provide feedback to the clinician during the procedure. The patient was given cap lidocaine to manage discomfort during the procedure. Patient did not have any filler in the treatment area. The issue has improved over that past few weeks.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated with fraxel on the face and one day post treatment noticed a retracted upper lip and numbness. Besides fraxel treatment, the patient also had platelet rich plasma injected in the perioral area. Reportedly, there were no system errors and nothing out of the ordinary was noticed during treatment. Additional information has been requested but has not been received.

Manufacturer narrative:
Additional info: device manufacture date. Corrected data: common device name, MFR name, city, and state, MFR site, PMA #. The device was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the current information, the exact root cause of the event could not be determined. Numbness caused by nerve damage can occur as a potential risk to the patient when laser energy is applied during fraxel treatment. There are no known studies on effect of fraxel treatment in combination with plasma injections, which could possibly have contributed to the patient's symptoms.